Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s atrial and ventricular connector ports were damaged, and the hanger was broken. Both output connectors and the hanger were found to be broken. It was also determined at analysis that the liquid crystal display(lcd), was bleeding and both wires on the lcd were pinched but not compromised. The main seal was pinched causing the battery drawer to stick. One plug was damaged (tool mark). Both output connector nuts are discolored. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s atrial and ventricular connector ports were damaged and the hanger was broken. The epg has been returned to service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.